Manufacturer narrative:
Batch review performed on 09-jun-2022 lot 110875 : (B)(4) items manufactured and released on 31-may-2011. Expiration date: 2016-04-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review.

Event description:
At about 7 years and 4 months after the primary surgery, the patient came in reporting instability due to laxity and the cause is unknown. The surgeon revised the insert, implanting a thicker one, and the surgery was completed successfully.